Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6 )2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter (bayer) and a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "(B)(6) 2015." The patient reported that he obtained alleged inaccurate high blood glucose results of "280 mg/dl" on the subject meter, compared to "105mg/dl and other unspecified results." Additionally he reported results of "high 200's" compared to "90 mg/dl" on a lab device all performed less than 30 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for accuracy. The patient takes oral medications diet and or exercise to manage his diabetes, and on (B)(6) 2015" stated that he took less food as a result of the alleged product issue. The patient denied that he developed any symptom and reported that from "(B)(6) 2016" hat he now takes "janumet xr 100/1000" as part of his diabetes management. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient used the correct testing steps and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.